Event description:
After performing pvi procedure using a navistar 4mm catheter, ablations were performed on the right atrium isthmus using the navistar thermocool catheter. Awhile after the procedure, the pt came back to the hospital ward due to visual field loss (retinal artery occlusion). It was unk whether this event was related to the procedure or not. The physician commented that the event could possibly be caused by ablation of the hemicardia sinistra area, even though some time has elapsed when the adverse event occurred from when the ablation was performed. The medical intervention info required for the retinal artery occlusion was not provided. There were 60 - 70 ablations performed with the navistar 4mm catheter; and 11 isthmus ablations performed with the navistar thermo cool catheter. The pt is now in stable condition.